Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/27/98).

Event description:
The iab leaked. This was the only info at the time of the report. On 7/6/98, the following was reported to datascope: the iab was inserted into the pt on 5/28/98. On 5/29/98 after iabp for 26 hrs, the "balloon catheter alarm" sounded from the pump and blood was noted in the tubing. There was no pt injury or complication as a result of the event. The pt was hemodynamically okay after the event and was recovering in ccu. [Event complications]: unk-reported 6/1/98; none-reported 7/6/98. [Pt's current status]: recovering-rpt'd 7/6/98.

Event description:
The iab leaked. This was the only info at the time of the report. On 7/6/98, the following was reported to datascope: after iabp for seven hrs, blood was noted in the shuttle line. There was no pt injury or complicationn as a result of the event. After the event, the pt was resting well. The pt's blood pressure and heart rate were stable. The pt was awaiting CABG the next day. [Event complications]: unk-reported 5/14/98; none-rpt'd 7/6/98. {pt's current status]: stable-rpt'd 7/6/98.